Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related is related to a defective/faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the monitor when the scope was plugged into the evis exera iii video system center. The issue was found during preparation for use. There was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty patient board set. The device evaluation also found that the software version was too old. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.